Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 104) was confirmed. The cause of the service code was contamination on the ca board, causing connection issues with the sd card. The root cause of the contamination was a liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.